Manufacturer narrative:
(B)(4).

Event description:
It was reported that the registered nurse (rn) called the hotline about a patient with an intra-aortic balloon (iab) and a persistent helium loss alarm the staff was experiencing. The rn stated there is no blood in the tubing, and all connections are secured. It was also stated the pump was switched out, but the alarms continued. Also, the rn informed the clinical support specialist (css) that the patient is not moving, no notable kinks, no adipose tissue, and no ectopy. A strip was printed from the pump and the strip indicates a gradual drop in baseline pressure with normal morphology and very slight possible kink. As a result, the css recommended removal of the iab. The rn notified the doctor and the iab was removed without difficulty and a second iab was inserted. The patient is stable with no alarms or issues. There was no report of patient complication or serious injury and death.

Event description:
It was reported that the registered nurse (rn) called the hotline about a patient with an intra-aortic balloon (iab) and a persistent helium loss alarm the staff was experiencing. The rn stated there is no blood in the tubing, and all connections are secured. It was also stated the pump was switched out, but the alarms continued. Also, the rn informed the clinical support specialist (css) that the patient is not moving, no notable kinks, no adipose tissue, and no ectopy. A strip was printed from the pump and the strip indicates a gradual drop in baseline pressure with normal morphology and very slight possible kink. As a result, the css recommended removal of the iab. The rn notified the doctor and the iab was removed without difficulty and a second iab was inserted. The patient is stable with no alarms or issues. There was no report of patient complication or serious injury and death.

Manufacturer narrative:
Qn#(B)(4). Teleflex received the device for investigation. The reported complaint of leak suspected is confirmed. Upon leak testing, an external leak is confirmed from the iab bifurcate bushing adhesive. The leak would cause the reported helium loss alarms. The root cause of the leak is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. A nonconformance has been initiated to further investigate the root cause.